Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was in the 400 mg/dl range. A system check was performed and insulin was observed exiting from the infusion tubing. As the time on the pump had not yet been changed due to the recent daylight savings, it was thought that the incorrect time may be impacting the bg level. A correction bolus was delivered to address the bg level.